Manufacturer narrative:
It was reported that a patient experienced a pressure ulcer during use of the product. Reportedly, the pressure ulcer was noted by the reporting facility's wocn nurse who indicated that it was at the area of the heel protector's "boot strap." No information was provided as to what stage the pressure ulcer was at the time that it was noted and no information related to medical treatment was provided to the manufacturer. No sample was available to be returned for evaluation and a root cause could not be determined at this time. Due to the reported development of a pressure ulcer, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pressure ulcer during use of the product.